Event description:
It was reported the device stopped cutting. There was no patient involvement for this event.

Manufacturer narrative:
Integra has completed their internal investigation on 4aug2016. The investigation activities included: methods: evaluation of actual device. Review of device history records. Review of complaint history. Results: device history record reviewed for this product ID lot # s-1471 manufactured on 2/27/2015 show no abnormalities related to the reported failure. This device passed all required inspection points with no associated mrr¿s, variances or rework. Last serviced on 04/18/2016. A two-year look back for this reported failure and or related to "stopped cutting " for this product ID shows that (B)(4) complaints were received including this case. It should be noted that (B)(4) of the (B)(4) were submitted by the same customer on the same date. Conclusion: in summary: could not confirm the reason for return, some impact damage was reported but like the other two complaints from this end-user, the manufacturer could not duplicate the cutting issues or find signs of damage or wear that would cause problems.